Manufacturer narrative:
The field service engineer (fse) inspected the instrument and performed adjustments and replacements. He checked the vacuum efficiency. He replaced the two diaphragms along with the valves. He checked the ultrasonic mixer's (usm) cleaned values within the service software. He checked the tubings to the rinse arm and did not find any blockages, deterioration, or wear. He checked the syringe drive mechanism and did not find any irregular movement or resistance. He flushed one of the valves with a system clean. He adjusted the gear pump head pressure (gph) to 300 kpa as it was lower than 290 kpa. He also adjusted the water pressure to probe outside wash and cell rinse both at 40 kpa. The fse noted vertical movement on the sampling arm assembly. He performed adjustments on the sample and reagent probes. The investigation is ongoing.

Event description:
The initial reporter received a questionable immunoglobulin igg gen.2 result for one patient sample tested on the cobas 6000 c501 module. It is unknown if the initial result was reported outside of the laboratory. According to the patient's history, the low result was not plausible. The initial result was 4.4 g/l with a repeat result of 11 g/l. The repeat result was the expected result and was deemed correct. The reagent lot number is 600834. The expiration date was requested but not provided.

Manufacturer narrative:
The field service representative (fsr) inspected the module and found water bubbles forming in the laundry tubing nozzle - cuvette wash. The fsr then removed and checked the rinse laundry tubings. The fsr removed and stripped the laundry check valve and found the sampling arm probe was not in the correct wash position. The fsr also noted offset in the cuvette sample/dilution cuvettes. The sample probe was noted to be mechanically bent and was replaced. The fsr also readjusted the sample probe drying vertical position. The fsr performed a pre and post-fsr intervention hardware check by assay performance. The post-fsr intervention check was acceptable. The customer performed qc and ran patient samples. On the next fsr visit, the fsr performed an instrument check which included a dye check on the sample and reagent probes. The fsr performed another hardware and instrument check with acceptable results. A repeat hardware check was performed with acceptable results. The customer monitored the module's performance and performed qc with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation determined the event was consistent with a maintenance issue.